Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burned distal end plastic cover. There was no patient involvement.